Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified a transistor had sustained damage attributed to the device experiencing a drop or significant impact. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.